Event description:
Boston scientific received information that impedances on this right atrial (ra) lead were 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
At this time the ra lead remains in service. Should additional information become available this investigation will be updated.